Event description:
Operating room staff was opening sterile items for a surgical case onto the sterile back table and mayo stand when a hair was noted by the scrub technician. The hair was on top of the endopath 5mm universal trocar stability sleeve.